Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported system error 105 which was not reproduced but confirmed through a review of the device event history log. Evaluation found damaged components on the input/output printed circuit board, possibly due to impact on the pump. Evaluation also found, internal to the motor, excessive motor bearing wear with shaft end play and black material around the bearing. The input/output printed circuit board was replaced. The motor assembly was also replaced due to the invasive nature of the motor analysis.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed system error 105. There was no pt involvement.